Manufacturer narrative:
Insulin pump passed displacement test. Insulin pump received with scratched case, pillowing keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir did not lock in place into the insulin pump. The customer¿s blood glucose level was 114 mg/dl at the time of incident. The customer also stated that the insulin pump had cosmetic damage. The customer was also stated that insulin pump had cosmetic damage and location of damage was lip ring of reservoir compartment. Troubleshooting was performed for damage. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.